Event description:
Healthcare professional reported 2-3 weeks after injection to the nose to "fill a small indentation" with juvederm ultra xc pt developed "puss and broken skin around the tip of the nose" that turned into a scab. When the scab came off, it left an "open sore and an indentation at the injection site. Pt was treated with dermatix gel, "vit e cream" and is continuously being reviewed for "contour depression." Symptoms resolved.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of scarring and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.